Manufacturer narrative:
Complaint conclusion: as reported, the pta savvy (small vessel 3x6) balloon was not fully inflated. The balloon was used about two months after the expiration date. There was no reported patient injury. The product was clinically used. Per fal visual analysis, it was noticed that the balloon was received with an axial burst. One non-sterile unit of pta savvy small vessel 3x6 was received coiled inside a plastic bag. Per visual analysis it was noticed that the balloon was received with an axial burst. No anomalies or damages were found on the received device. Leak test was performed to detect any obstruction on the inflation lumen and it was found that the water flows properly through the savvy inflation lumen. Cross-sectional analysis and ID of the proximal balloon seal were not performed since the water flowed properly through the savvy inflation lumen during the functional analysis. Unit was sent to sem analysis in order to find the potential cause of the axial burst. Results showed that the external surface of the balloon presented evidence of scratches and abrasion marks near the balloon¿s axial burst condition, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the axial burst condition found on the received balloon. The internal surface of the balloon did not present any evidence of damages. No other anomalies were found during the analysis. Expiration date verification for lot 17402353 was performed on jde system records and it was concluded that the expiration date was within the specified use-buy date (ubd) requirements at time of sale. A device history record (DHR) review of lot 17402353 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box expiration date exceeded¿ was confirmed since the product was used two months after the expiration date. The cause of the use after the expiration date could not be conclusively determined during analysis; however, lot records suggest it is unlikely manufacturing-related. The reported ¿balloon - inflation difficulty - partial or slow¿ was not confirmed since the water flowed through the device properly during functional analysis. The root cause of the inflation difficulty reported by the customer could not be conclusively determined during the analysis; however, the burst condition found may have contributed to the reported event. The secondary failure of ¿balloon burst¿ was confirmed through analysis of the returned device. However, the exact cause of the axial burst could not be conclusively determined. Based on the limited information available for review, lesion characteristics (although not provided) and handling factors may have contributed to the balloon burst, which may have been the cause of the inflation difficulty reported, as evidenced by the scratched noted on the balloon during sem analysis. Storage procedure factors most likely contributed to the use of the expired device. As warned in the instructions for use, which is not intended as a mitigation, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use the catheter prior to the ¿use by¿ date specified on the package label. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specified procedure for which the device will be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the pta savvy (small vessel 3x6) balloon was not fully inflated. The balloon was used about two months after the expiration date. There was no reported patient injury. The product was clinically used and will be returned for analysis. Per fal visual analysis, it was noticed that the balloon was received with an axial burst.